Event description:
It was reported that a user attempting to connect a freestyle libre 3 plus sensor to the ilet system received an in-use notification because the sensor had been started in the libre mobile app rather than in the ilet app, preventing pairing with the ilet. No adverse clinical symptoms reported, and blood glucose levels were unaffected. Outcomes included successful activation of a new freestyle libre 3 plus sensor initiated through the ilet app, with user education provided on the required single-app start process and the warmup period. User support included customer support troubleshooting and user guidance on correct setup workflow. Investigation of this case revealed that the sensor was already paired to another device application, consistent with use error and device interoperability behavior when a sensor is started outside the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was user initiation of the sensor on a non-ilet application leading to expected behavior until a new sensor was started through the ilet app.

Manufacturer narrative:
Initial.